Manufacturer narrative:
Other relevant device(s) are: model: 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon booted the system and found that the emitter was not tracking. The axiem box and emitter were both showing red status. The surgeon exited the software and re-booted the system with no resolution. They ultimately aborted navigation for this procedure. There was about 15-20 minutes delay to the procedure. There was no reported impact on the patient¿s outcome.